Event description:
A malfunction was reported on the pump, specifically showing "malf 3" and was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections or a backup pump as a temporary solution. Technical support provided instructions for putting the pump into storage mode and arranged for a replacement pump to be sent. The customer was advised to return the faulty pump to tandem using a pre-paid label.